Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/24/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and an absorbable hemostat was used. When opening the package, it was found that there had been a foreign substance like a hair in the package. There were no patient consequences.

Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 07/09/2020 additional information: d10 device evaluation - customer reported that before an unknown surgery, when opening the package, it was found that there had been a foreign substance like a hair in the package. The lot number is ple2111. One (1) opened pouch of batch ple2111 product code 1961 (1" x 2") was returned by the customer for evaluation. It was observed during the evaluation, that product was in the inner folder "package". It was also observed a foreign matter "hair" of aproximately 1/4" of length on the corner of the surgicel product. Since the package was found to be opened by the customer, there's no evidence if this foreign matter "hair" got onto the product, either by the customer during the handling of the product or during the processing of the batch at the manufacturing site. A record review was performed and as a result it was found that batch ple2111 product code 1961 was manufactured in san lorenzo during the timeframe of 10/22/2019 thru 10/31/2019 complying with all quality requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.